Event description:
Pt reports defective device that the needle got stuck and dose was not administered. Patient received a sample from the md, so she didn't miss her dose. "Unknown if." Reported to (B)(6) by pt/caregiver.